Event description:
Event description guidant received information that this ventricular lead and pacemaker were implanted today. There is intermittent loss of ventricular capture. Also, when tapping on the pacemaker pocket, the electrograms indicate noise. Technical services suspects a setscrew issue.